Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event on the same day as onset. The cause of the peritonitis was unknown. The patient was treated with unspecified intravenous antibiotics for peritonitis. The patient was discharged from the hospital and then readmitted on an unknown date for the same peritonitis event. At the time of this report, the patient was not yet recovered from the event but "is doing much better than before". Iit was reported that dianeal therapy was discontinued and hemodialysis was initiated. No additional information is available.